Event description:
It has been reported to philips that the geometry movement was stopped during operation. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected (fse) the system on site and identified that the geo ipc did not boot up. Troubleshooting actions showed a problem with the geo ipc. The fse replaced the geo ipc and reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry restarted intermittently. Review of the log file showed geometry movement partly available, and fse confirmed that geoipc is defective. Fse replaced geo ipc and installed the software. After replacement of geo ipc and reinstalling the software, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluaiton method code was corrected.